Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported that the customer had a button error alarm earlier today. The customer's mother wanted to know if the basal rates were correct because she could not get inside the pump. Customer's mother stated that her son was still attached to the pump despite being told that the pump needed to be replaced. Customer's mother was explained that while her son was off the pump, he would have to use injections as needed since there is no way to receive basal rates without a working pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.